Manufacturer narrative:
The reported event of dislodgement was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection did not identify any anomalies. Failure event unrelated to reported event of dislodgement observed during analysis. Visual inspection of the lead found an external insulation abrasion caused by friction to the device can. X-ray inspection confirmed the outer coil was fractured at the abrasion region. No other anomalies were identified.

Event description:
It was reported that the patient's atrial lead was dislodged due to twiddler's syndrome. The atrial lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.